Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v304276, implanted: (B)(6) 2009, product type lead; product ID 3093-33, lot # v304276, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had 2 implantable neurostimulators (inss) for their bladder with one on each side. The ins on the right side had been very hurtful starting in (B)(6) 2015. The pain originated where the ins was implanted and the patient felt pain in the right hip. The patient was in a lot of pain on (B)(6) 2015 and it was awful. The pain was gradually escalating. The patient turned the right ins off and the pain simmered down for a little bit, but then came back again. The patient did not have any falls or trauma. The patient started doing exercises at physical therapy and following that, it started hurting more and more. The patient did some stretching. The patient had not addressed the pain with any health care provider (hcp) yet. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports a shocking sensation. Pain and uncomfortable stimulation. The stimulation sensation the patient was feeling was shocking and jolting. The neurostimulator devices were jolting him bad. It feels like shocking. It hurts so much when patient tries to move that he cannot get out of bed. Patient services asked where he feels pain/jolting and patient said it starts at ins (stimulator) area and goes into (not sure) 'buttock' or 'back'. Patient has 2 inss. Patient services asked the patient if it was felt on the left or right side. Patient said on the right side. Patient wanted to turn inss off. A falls were reported that could be related to this issue. He fell in (B)(6) and broke his foot. He also fell in (B)(6), 2-3 weeks ago. The reported issue was related to positional movements. It hurts when he tries to move. Turning the stimulation off does not stop the sensation. On the call the patient was able to successfully turn both inss off. After he turned it off, he just felt another jolt. Patient was scheduled to see the hcp (healthcare provider) on (B)(6). Symptoms reported were jolting/shocking. Location of symptoms reported was on right side . This would be consider a sudden change in therapy/symptoms. Event date was (B)(6) 2015.